Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6)2010: inratio: 3.0, lab 2.2. Date (B)(6)2010: inratio 3.6, lab 3.0.

Manufacturer narrative:
Investigation pending.